Manufacturer narrative:
Additional information: d10, g4, g7, h2, h3, h4, h6, h10. The device was returned for evaluation. The device history record (DHR) documentation was reviewed and no anomalies that could be associated with the complaint incident was observed. The technician confirmed the reported failure. Based on the confirmed failures as per service report " housing melted and cooling alarm on" this complaint is consistent with a cooling system error resulting in overheating of the handpiece and consequently resulting in the housing melting.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece failed the test during a preventative maintenance. There was no patient involvement or delay in surgery.